Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube') and device breakage ('device breakage') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essur conformation test". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015. Essure removal : not removed (discrepancy noted) most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events (abdominal pain, device breakage, fallopian tube perforation and plaintiff did not undergo essur conformation test) added no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube') and device breakage ('device breakage') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essur conformation test". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 essure removal : not removed (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.